Event description:
The account stated that the architect i2000 analyzer generated a false positive rubella igg result of 78 iu/ml on a sample that had been frozen, thawed and centrifuged. The sample's original result prior to freezing was <5 iu/ml. A new sample from the patient was obtained and the rubella igg result was <5 iu/ml. There was no report of impact to patient management.

Manufacturer narrative:
(B)(4). This is an initial report. An investigation is in process. A follow-up report will be submitted when the investigation is complete.